Event description:
The distributor contacted animas on (B)(6) 2014 alleging ink spots on the display. There was no reported impact to the patient associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 08/01/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a battery cap was not returned with the pump for investigation. A test battery cap was used to complete the investigation. On investigation, the pump powered on normally to the verify screen. There were no ink spots noted on the display screen as alleged in the complaint. Investigation did not duplicate the alleged ink spots on the display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).